Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter kit was used during a left ureteroscopy procedure. According to the complainant, the balloon burst during the procedure when it was inflated to 18 atm. A 50/50 mixture of saline and contrast was used to inflate the balloon. The physician completed the dilatation with an access sheath with no complications to the patient. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
(B)(4) the reported event of "balloon burst."

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter kit was used during a left ureteroscopy procedure. According to the complainant, the balloon burst during the procedure when it was inflated to 18 atm. A 50/50 mixture of saline and contrast was used to inflate the balloon. The physician completed the dilatation with an access sheath with no complications to the patient. The patient¿s condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Visual examination of the returned device revealed that the balloon material was torn longitudinally for a length of 30 mm starting at approximately 2 mm distal to the distal end of the proximal balloon sleeve. A visual and tactile examination of the catheter shaft of the device revealed no defects. Operational context contributed to this event.